Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, there was an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter. The sensor was inserted into the abdomen on (B)(6) 2018. The patient stated the cgm was reading over 200 points off and experienced diabetic ketoacidosis (dka). He indicates that the cgm was displaying 220 mg/dl and he believe it to be true because he was not feeling well. He tried to take insulin and drink water but could not keep anything down. He stated about 5 hours later, he went to the hospital and his blood sugar on the bg meter was 425 mg/dl, compared to the cgm that was still showing 220 mg/dl. The patient stated that he thinks they gave him dextrose sugar at the hospital to help alleviate the dka. At the time of contact, the patient was doing good. Data was received for evaluation; data review confirmed the reported event of inaccurate cgm values. A probable cause could not be determined via data. No additional event or patient information is available.